Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was dented, the hanger assembly, screw ring and hanger o-ring were missing and the output connector assembly wire was pinched and exposed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the corrective field action and subsequent ly tested out of specification during manufacturer's analysis. There was no patient involvement.